Event description:
Customer reported communication issue between panorama central station and telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement system network switches. No issues seen after switch replacement. Customer is remodeling and currently has minimal telepacks in use. Customer will notify if any further issues.